Event description:
It was reported that a lead warning was displayed during interrogation of the device. The lead impedance measurement was low and the unipolar impedance was greater than the bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.